Event description:
It was reported there was a separation between the female connector and the main body of the minicap transfer set. The patient was unable to disconnect from the cycler. This was observed during use of the devices for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye identified a separation between the female connector and main body. The reported separation was verified. The cause of the separation was determined to be manufacturing related issue due to inadequate solvent bond. A nonconformance has been opened to address this issue. Due to a photo sample only and not receiving the actual sample, the reported condition of connection issue to female connector could not be confirmed or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.